Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 390 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found blocked with blood in the cannula. As treatment, insulin was administered using a syringe.

Manufacturer narrative:
Blood was observed inside the soft cannula. Investigation of the returned device found a tear in the exposed portion of the soft cannula. It cannot be determined if the observed blood in the cannula was obstructing the fluid flow because of the tear. No damages were observed that would cause the observed blood ,the cause of the observed blood occlusion could not be determined. The observed soft cannula damage is currently under the referenced CAPA investigation.